Event description:
The patient underwent the procedures: cystoscopy x-ray as well as right ureteral stent removal. Both the operating room (tech I) and the surgeon noticed the tip of the obturator to be intact prior to the start of the procedure. The case was completed. While preparing for case two, using the same obturator tray, the operating room (tech ii) noted the obturator tip was missing. Technician ii told technician I that the he found the tip to be missing when he opened the cysto tray. Tech I then notified the director of surgical services as well as the surgeon about the missing tip. The following day the patient was contacted by the surgeon and informed about the above findings. The CT was negative.